Event description:
It was reported that the customer was unable to turn the pump screen on with the wake button. As a result, the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed bg with a manual injection. During troubleshooting with tandem technical support, it was discovered that the wake button was working appropriately, and the customer was able to turn the pump display on and access pump features when not plugged into a power source. The customer acknowledged and continued using the pump for insulin therapy.